Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was in good position across the aortic annulus, mild-moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Upon removal of the balloon, the valve dislodged. It was suspected that the balloon caught the valve pulling it up into the ascending aorta. Subsequently, a second valve was successfully implanted. No adverse patient effects were reported.